Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the customer can see and touch the o-ring where it threads in is gone on one side of the insulin pump. The customer noticed the damage while changing the reservoir. The customer's blood glucose is 110 mg/dl. The insulin pump is returning.